Event description:
The micro reciprocating saw was sent for eval because it was running on its own w/o activation. The event occurred during a routine maintenance testing. There was no pt involvement; no adverse testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the motor cartridge was identified as the probable cause of the device running on its own w/o activation. Corrosion damage to the motor can cause the device to run w/o activation if the motor allows magnetic leakage from the motor onto the hall sensor.